Event description:
Boston scientific received information that recurrent red alerts were detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it displayed high, out of range shocking impedance measurements greater than 200 ohms. The patient was checked in the clinic and one of the vectors revealed high oor impedance measurement. Boston scientific technical services (ts) advised save to disk and memory dump to confirm but the field representative declined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.